Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. The pump was programmed to deliver 1000ml of lactated ringer's solution and 2gm of ampicillin and the delivery was started. No specific programming parameters were provided. It was reported that approx 2 minutes after the initiation of the delivery, the nurse noted the pump was flashing low battery on the display; however, the device did not sound an audible alarm tone. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.